Event description:
Device report from synthes reports an event in netherlands as follows: it was reported that, during a spinal lateral lumbar interbody fusion (llif) lumbar spondylosis the implant inserter inner shaft did not rotate anymore and the implant was locked on the instrument. Had to improvise and use a bigger cage. This report is for an unknown insertion instrument. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
G4-510k: this report is for an unknown insertion instruments/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.